Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem, (monitor resets) has been confirmed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to defective t2 and t3 inductors on the monitor defibrillator board. The inductors were producing an improper output. The root cause for the defective t2 and t3 inductors could not be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was resetting.